Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak underneath the cycler and on their floors after ending their pd treatment. There were no alarms prior to discovering the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, technical support stated that the leak was discovered at the end of treatment. Technical support stated that there was no mention of the bags being wet or leaking, only that fluid was discovered on the floor and underneath the cycler. The patient reported to technical support that one of the balloon valves was indented.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak underneath the cycler and on their floors after ending their pd treatment. There were no alarms prior to discovering the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, technical support stated that the leak was discovered at the end of treatment. Technical support stated that there was no mention of the bags being wet or leaking, only that fluid was discovered on the floor and underneath the cycler. The patient reported to technical support that one of the balloon valves was indented.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak underneath the cycler and on their floors after ending their pd treatment. There were no alarms prior to discovering the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, technical support stated that the leak was discovered at the end of treatment. Technical support stated that there was no mention of the bags being wet or leaking, only that fluid was discovered on the floor and underneath the cycler. The patient reported to technical support that one of the balloon valves was indented.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.